Event description:
It was reported that the product was applied after a laparoscopic procedure of ovarian inspection. The pt noticed a cutaneous abscess at the site five days after application. Current condition of the pt is unk.